Manufacturer narrative:
Several attempts were made to gather additional information from the customer; however, no additional information was received.

Event description:
The customer reported that there was a code 333. Further information has been requested as to what this code means and the context in which it was experienced. The patient/user outcome is unknown at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.